Event description:
The customer contact reported, a tubing separation; subsequently a leak of a chemotherapeutic agent was noted. The tubing set was being used to deliver an unspecified chemotherapeutic agent. After an unspecified length of time in use, the tubing separated from the proximal y-site. An unspecified amount of chemotherapeutic agent leaked. The chemotherapeutic spill was cleaned up according to the customer's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.